Event description:
It was reported that the patient received inappropriate therapy due to non-physiologic oversensing/noise on the right ventricular (rv) lead. There was also high impedance and a confirmed fracture. The patient's device was deactivated initially and then the lead was explanted and replaced. During the extraction of the rv lead, the right atrial (ra) lead was damaged. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: hc10526 tissue valve, implanted: (B)(6) 1999. (B)(4).